Event description:
A caller reported that their pump display was frozen. There was no adverse impact to the customer's blood glucose level. Customer conducted a pump reset following instructions from technical support, and the issue was resolved.